Event description:
It was reported by a customer in (B)(6) that, during prior to use testing, the nurse felt difficulty to insert air into the device, and the balloon would not inflate. No lubrication was used. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample of evac taperguard endotracheal tube part number 18870 was received for evaluation. The lot number of the tube is 13j0083jzx. An inflation/deflation test was performed. Using a syringe, 25cc of air was applied to the cuff through the valve. There was difficulty introducing the air. A visual inspection was performed and found the inflation line was not assembled properly in the area of interfaces with the endotracheal tube. At the time of deflation there was also difficulty. The reported malfunction was confirmed in the received sample.